Manufacturer narrative:
(B)(4) the customer returned one, 2-lumen catheter for analysis. Signs of use were observed on and within the catheter. The catheter body appeared intentionally severed. Visual analysis did not reveal any defects or anomalies with the returned device. The catheter body sections measured 50 mm and 76 mm, totaling 4.96" , which is within the specification limits of 4.81" - 5.19" per catheter product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. Both extension lines flushed as intended. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. A device history record review was performed, and there were two potential findings. After review it was determined that the findings were no relevant to this event. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was not confirmed through complaint investigation of the returned sample. All lumens passed functional leak testing performed per iso 10555-1 and no evidence of leakage, backflow, or inter lumen crossover was observed with any of the lumens. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during use, the catheter leaked in the external extension.". The cvc was replaced with a new one in the same place. The patient had no harm or injury.

Event description:
It was reported that "during use, the catheter leaked in the external extension.". The cvc was replaced with a new one in the same place. The patient had no harm or injury.

Manufacturer narrative:
Qn(B)(4).